Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Initial reporter state: address information was not able to be obtained, however, (B)(6) was used as a place holder. Device manufacture date: unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check for (needle bending during use pe) due to unknown lot number. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported while using bd nano¿ 2nd gen pen needle the needle was difficult to attach, and insulin was unable to be delivered. The following information was provided by the initial reporter: it was reported that the pen needle does not fit the insulin pen and the needle clogged during the injection.